Event description:
A call came into technical support alleging the pt passed away during dialysis treatment. The interim pt care director stated the pt was "profoundly sick" with many medical co-morbidities. He also stated there is no evidence that the device caused or contributed to the pt's death. There is no other info available re: pt identifiers, treatment, or product info. There is no sample available.

Manufacturer narrative:
This is part of a system level review. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported expiration during a hemodialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation. Please reference MDR #s: 1225714-2013-03854, 1225714-2013-03855, 8030665-2013-00981 and 2937457-2013-00605.